Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device retained by the hospital.

Event description:
As reported: "orif was performed for a male patient with fibula fracture. During surgery, two locking screw had to be replaced due to locking failure during insertion. Finally it was successfully locked by using the third locking screw and the surgery was completed without problem. No adverse events occurred."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Related to our post market surveillance activities a potential non-conformity report (nc) was initiated to address similar events related to the variaax2 locking feature. The deep investigation of the nc revealed that the application of over torque during insertion was the root cause of the event. This leads to the damage of the smart lock technology below the head. As a reminder, the operative technique (vax-st-49_rev. 5) clearly states that the proper use of the screw should prevent this deformation from happening: ¿caution. With the use of variable speed power systems, the surgeon should initially reduce the power to the lowest setting. Final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface¿ however, although no product related issue could be detected a preventive action (CAPA) was nonetheless opened to make the design more robust against a potential over tightening by the user. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "orif was performed for a male patient with fibula fracture. During surgery, two locking screw had to be replaced due to locking failure during insertion. Finally it was successfully locked by using the third locking screw and the surgery was completed without problem. No adverse events occurred.".